Manufacturer narrative:
(B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink tubing set was disconnected from the drip chamber upon opening the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified that the tubing was separated from the drip chamber. The reported condition was verified. The cause of the condition was determined to be a lack of solvent on the junction due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.